Event description:
A report of difficulty charging was received. Pt's database has been reviewed by a boston scientific rep and the decision was made to replace the pt's ipg. The pt is reportedly doing well.